Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested a factory reset of the ilet due to changes in medical needs and lifestyle and reported nighttime low blood glucose while attempting to improve glycemic control before surgery, with documented glucose of 163 mg/dl at the time of contact and treatment of lows with oral glucose. Symptoms included hypoglycemia with confusion or disorientation and shaking or tremors. Outcomes included no noted health consequences or lasting impact. Troubleshooting and education were completed. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem and insufficient information about any device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.